Event description:
(B)(4): it was reported that a surgical table was leaking hydraulic fluid. There was no reported pt involvement and no report of any adverse consequences.

Manufacturer narrative:
Evaluation summary: the surgical table is in the process of being sent to a third party repair service for further evaluation. Any additional information discovered during the evaluation will be submitted in a supplemental report. There was no reported pt involvement and no adverse consequence reported as a result of this event.